Event description:
The customer reported splash from architect hba1c reagent into eyes when trying to replaced empty reagent on architect c8000 processing module. The customer states slipped the hba1c box out of her hand when trying to replace empty container. The hba1c reagent splashed into the customer eyes. The customer was wearing ppe at the time of incident but did not wear safety glasses at that time. The eyes were cleaned and rinsed with water. There was no eye irritation, redness or itching and no other treatment provided by physician. No impact to operator. There was no patient involvement.

Manufacturer narrative:
A review of complaints found no trends for the complaint issue. Return testing was not completed as returns were not necessary. The customer did not wear protective eyewear at the time of the incident. The customer confirmed there was no eye irritation, redness or itching and thus did not see a need to seek medical assistance. The customer was emailed sds sheet and asked to follow lab protocol on lab exposures. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Based on the review of the issue, labeling was reviewed and found to be adequate. Based on the investigation, since a user error in handling of the reagent was identified (lack of protective eyewear), architect hemoglobin a1c is performing as intended, no systemic issue or deficiency was identified.